Manufacturer narrative:
Main investigation conclusion: the centrimag motor (serial number: (B)(6)) was returned for evaluation following the reported event of f3 and b4 alarms on the centrimag console, and the flow not increasing when the motor speed was increased. However, it was determined that the returned motor was unrelated to the cause of the event. The returned centrimag motor was functionally tested by service depot and the unit operated as intended throughout all testing. The serviced and tested unit was returned to the customer after passing all tests per procedure. It was revealed that the root cause of the reported event was related to the returned centrimag console (serial number: (B)(6)). The console¿s evaluation along with the log file associated with this event have been addressed via the console investigation. The 2nd generation centrimag system operating manual rev. 11, section 10 ¿ ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual rev. 11, section 12.1 "appendix I ¿ primary console alarms and alerts" cover all alarms (auditory and visual), including battery and flow related alarms, and the appropriate actions to take if the issue does not resolve. The device history records were reviewed and the records revealed that the centrimag motor, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient identifier-ethnicity: the event was reported as having no patient involvement. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
Related MFR #s: 3003306248-2021-01076, 3003306248-2021-01077. It was reported that the centrimag console displayed error messages b4 and f3. Flow could not be increased with an increase in the rpm. The customer switched out the console, motor, and flow probe for their backups.